Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod on the abdomen for between 5 and 24 hours. The patient was doing housework and when she sat down, she felt extremely tired. The patient was using insulin pens and the pod during the time of incident. The patient was admitted to (B)(6) hospital and was seen by (B)(6). The patient was treated with intravenous insulin, magnesium, sodium chloride and calcium gluconate. The patient was discharged the following day. The pod was discarded.